Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his daughter hospitalized due to high blood glucose and large ketones on (B)(6) 2019 with blood glucose of 380 mg/dl. Customer performed ketones test and had symptoms of nausea, vomiting. Customer had used insulin pump within 48 hours of reported high blood glucose event. The customer was not sure whether auto mode was active or not. The customer stated that the insulin pump had insulin flow blocked alarms and bent cannula and for bent cannula customer performed troubleshooting. The insulin pump will not be returned for analysis.